Manufacturer narrative:
(B)(4). (B)(4). Concomitant medical products: nexgen femoral component, cat#: 00595601401, lot#: 63438779; nexgen all polyethylene patella, cat#: 00597206529, lot#: 63518705; nexgen stemmed tibial tray, cat#: 00598603701, lot#: 63130116. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient had undergone a knee manipulation due to stiffness after a knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed, as no product was returned. Visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Complaint history review determined that no further action(s) is/are required. Per the packaging insert that is associated with the device, swelling and poor range of motion are known inherent risks of this procedure. However, based upon the information that is available a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.